Event description:
It was reported that during a treatment procedure, a coating issue occurred. Lesion details are unknown. This 035 x 145 amplatz s/s guide wire was reported to have "no coating" on the guide wire. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a treatment procedure, a coating issue occurred. Lesion details are unknown. This 035 x 145 amplatz s/s guide wire was reported to have "no coating" on the guide wire. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and the device presented two kinks at 131.5cm and 135.4cm from the proximal end, and two bends at 139.4cm and 142.5cm from the proximal end. The device also presented jumped coils along the body and those presents the coating peeled. Dimensional inspection was taken and all measurements were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).